Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient moved into assisted living and the facility turned therapy off because the patient started experiencing a shocking sensation which caused led to the patient being anxious. Since therapy has been turned off, the patient was experiencing a return of symptoms. Caller also said they may have had stimulation turned up too high and further mentioned the patient's programming was adjusted on (B)(6) 2018, by the healthcare provider (hcp). As a result of what was reported, the caller was redirected to the hcp. When asked for an event date, the family member said within the last three months. Caller also noted the patient has their first appointment with their new hcp on (B)(6) 2018. No further patient complications have been reported as a result of this event.